Manufacturer narrative:
Inratio precision data provided by end-user: first test inr= 4.6, second test inr= 1.1 (3 days later), mean= 2.85; sd=2.47; %cv= 86%. The % cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. The time interval between tests was > 3 hours. The comparison considered invalid. No further testing required.

Event description:
Caller alleged imprecision results with inratio. Results as follows: first test inr=4.6, second test inr= 1.1 ( 3 days later)